Event description:
Boston scientific received information that during a routine device check, farfield oversensing with no capture was observed on the right atrial (ra) lead. The ra lead dislodged. The patient with this device system was less than one percent paced, with no adverse patient effects reported as a result of this clinical observation. The physician elected to maintain device settings and no revision procedure was planned. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.